Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the pump was bumped against a hard surface. The customer's blood glucose (bg) level was around 500 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.